Manufacturer narrative:
Smith & nephew will continue to monitor for any future occurrences of this failure type. No further action is deemed necessary as a result. (B)(4).

Event description:
During a procedure, the staff prepared the t-max onto the operating room table; it was requested that the surgeon check it for positioning and attachment. Surgeon approved. (B)(6) year old patient, lightly sedated, was positioned onto the t-max when it disengaged from the operating room table. Staff able to catch patient. (No known injuries at this time.) Staff re-adjusted t-max and positioned patient onto it. Surgeon proceeded with the procedure with no further incident. S&n sales rep nor s&n were informed of this incident by the hospital. Sales rep heard about the incident "in passing" while at the hospital on (B)(6) 2014. He immediately scheduled time for re-in servicing the staff on the t-max that evening. Nothing is being returned at this time.